Manufacturer narrative:
(B)(4) evaluation statement: the reported event of iaware sporadically documenting fluctuating IV rates could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that iaware, an interactive application to manage association of integrative bedside devices, was sporadically documenting fluctuating IV rates. The customer stated that there was no effect on the patient due to the event.